Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 370 mg/dl at the time of incident. The customer's blood glucose was 263 mg/dl at the time of call. The customer's father stated that they were given insulin to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The customer's father stated that the drive support cap appeared normal. The customer's father performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer's father performed high pressure test and the insulin pump passed. The customer's father also reported that the insulin pump alarmed motor error. The customer's father stated that they were able to rewind the insulin pump. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.